Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. The pt's initial serum potassium was reported as 2.2 meq/l. At an unspecified time, the male adapter of secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of potassium chloride 20 meq/50ml, at an unspecified rate, for a duration of one hour. The primary solution container was lowered below the secondary solution container. The customer contact indicated that after the piggyback delivery was started, the nurse noted backflow of solution from the secondary solution container into the primary solution container. The customer contact indicated that the solution in both the secondary and primary solution containers was delivered at an unspecified rate. The duration was reported as over 4 hours. At an unspecified time, the pt's serum potassium was reported as 3.1 meq/l. After the delivery was completed, the therapy was resumed using a replacement tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.